Event description:
It was reported that due to the long interval between staged and implantable neurostimulator (ins) placement, the lead site appeared infected. The lead was replaced and an ins was implanted. "Impedance was checked and noted to be normal. The patient had good motor and sensory response from leads 1 and 2 of the new lead. The sensory response was noted to be in the vagina. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition."

Manufacturer narrative:
(B)(4).